Manufacturer narrative:
H.6 investigation summary: material #: 367962. Lot/batch #: 1350381, unknown. Bd received 2 samples for investigation. 100 retentions were inspected with no issues being identified. Clinical testing could not be conducted as the samples had already expired at the time of review. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint history was conducted and only this complaint has been received on this batch number and the reported defect. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced erroneous results of unspecified elevated potassium levels. The following information was provided by the initial reporter. The customer stated: patient b: 2 patients were collected on 9/13 had elevated k result¿s with lot number 1350381 patient b was tested on the 13th and was recommended to go to the hospital but no further information on patient b.

Manufacturer narrative:
Device evaluated by MFR: a sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced erroneous results of unspecified elevated potassium levels. The following information was provided by the initial reporter. The customer stated: patient b; 2 patients were collected on (B)(6) had elevated k result¿s with lot number 1350381 patient b was tested on the 13th and was recommended to go to the hospital but no further information on patient b.

Manufacturer narrative:
This correction report is being sent to correct the previously submitted report date received by manufacturer is 09-nov-2022.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced erroneous results of unspecified elevated potassium levels. The following information was provided by the initial reporter. The customer stated: patient b: 2 patients were collected on 9/13 had elevated k result¿s with lot number 1350381 patient b was tested on the 13th and was recommended to go to the hospital but no further information on patient b.